Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician replaced gas tube. Adjusted transducer and blender. Performed operational verification procedure and performance check, all passed. All work accomplished per vela service manual. Unit is operational and meets manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that respiratory rate error occurred on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available h3 other text : device not returned yet.